Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell six of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient reported that one of the supply bags seemed to be wet in the middle of the bag, but there was no visible damage. On a follow-up call the patient stated that they did not see anything wrong that would have caused one the supply bags to be wet. They stated that it may have just been condensation. There was no leakage found. The technical service representative helped the patient to clear the error and informed the patient of the error's meaning. The patient will complete therapy with a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.